Event description:
Additional information: the patient received a heart transplant on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. On 02/09/2017, it was reported that the patient¿s health care providers suspected pump thrombus due to power elevations observed in system controller interrogation. The patient was admitted to the hospital with complaints of shortness of breath on exertion. A heparin infusion was initiated. The patient¿s inr was therapeutic at 2.69 on aspirin and coumadin. It was reported that although stable, the patient was too high risk of a surgical candidate to undergo a pump exchange; therefore their transplant status was upgraded. No additional in formation was provided.

Manufacturer narrative:
The explanted pump was not returned for analysis as it was retained by the hospital's pathology department. The report of suspected pump thrombosis could not be conclusively determined as the pump was not returned for evaluation; however, the report of pump power elevations was confirmed based on the evaluation of the submitted system controller log file, which captured multiple pump power elevations. A specific cause for the high pump power consumption could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.